Event description:
Customer reported that the product was sticking down and causing blood to "splatter" when silicone would seal at the top of the cap. No harm to patient or clinician reported. No additional information provided.

Manufacturer narrative:
(B)(4). Unable to confirm customer's reported problem of product sticking down. The returned sample showed no damage to the top of the valve. Functional testing was performed and the valve showed no evidence of slow or non-returns.